Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15220. It was reported, the pt experiences heating at the ipg pocket site while charging. The sjm rep met with the pt and issued her a replacement charging system and indicates the pt was able to charge and achieve stimulation. The pt was placing the charger directly on her skin while charging. The pt was advised of the charging guidelines. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.